Event description:
Proxy biomedical was notified on the (B)(6) 2013 via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a patient's legal representative. The complaint states that as a result of the polyform implant (date of implantation is (B)(6) 2007), a patient injury occurred. The patient is identified as "(B)(6)." Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6) USA. The physician who treated the patient is dr. (B)(6); tel number unknown. The patient was also implanted with a monarc sling on (B)(6) 2010; and with another monarc sling on (B)(6) 2008. The polyform part number and lot number are unknown. No further information has been provided.

Manufacturer narrative:
The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).